Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that several bd¿ luer lock tip cap(s) were not sealed properly and fell out of their packages. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: 200 samples were returned for evaluation. There were 15 blisters with insufficient seals out of 200 samples returned therefore failure mode is verified. There was an extra piece of top web caught between the top and bottom web of the package preventing a seal from being made between the top and bottom web. A device history review was completed with the following results: thirty-one visual inspections were performed on 1,860 parts with zero defects noted. Additionally, no quality notifications were written for this batch. This appears to be an isolated incident, therefore no further actions will be taken. No CAPA will be issued at this time.